Manufacturer narrative:
(B)(4). Approximate age of device ¿ 20 days. The pump remains in use supporting the patient. No further issues have been reported. A direct relationship between the device and the reported event could not be determined. The instructions for use lists bleeding as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016, the patient was admitted to the hospital for gi bleeding. The patient's hemoglobin was 5.8 g/dl and inr was 2.71. The patient was given 2 units of packed red blood cells. A colonoscopy performed on (B)(6) 2016 found an arteriovenous malformation in the jejunum that was clipped. On (B)(6) 2016, the patient was discharged with a hemoglobin of 8.3 g/dl and an inr of 1.5. The patient's anticoagulation therapy was bridged with lovenox.